Event description:
A healthcare professional reported that some vitrectomy probes from vitrectomy paks did not cut well. This issue was noticed in the eye, after the vitrectomy probe was connected to the system and tested. There was no patient impact. Additional information has been requested but not received to date. This is one of three medical device reports being filed for this facility. This report is for the third patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).